Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D10. Concomitant medical products tsx37b10, tsx implant, 3.7mmd, 10mml lot 1273575.

Event description:
It was reported loss of integration due to sinus perforation at two teeth sites observed during the definitive prosthetic phase. The process was completed with other implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx37b11, (tsx implant, 3.7mmd, 11.5mml) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1273576. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273576 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus and dental : functional : loss of integration based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.